Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the tower door latch clicks during medication removal and then logs the user out. It releases the door but then thinks the rn is closing the door right away and completes the transaction. Seems like a sensor issue. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 had made a clicking noise and was unable to recover. A field service engineer found that doors 1 and 2 had been failing daily due to latch damage. A field service engineer replaced the latch for both doors 1 & 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.